Manufacturer narrative:
E1: (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, it is likely a component failure of biopsy valve led to the piece dropping into the body, however; the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that a black foreign material was observed on the endoscopic image when a bronchovideoscope was inserted into the patient's bronchus for bronchoscopy. The foreign material was recovered by suctioning the bronchovideoscope. The foreign material appeared to be up to 2 mm in size and was assumed to be an internal part of the biopsy valve. The procedure was completed using the same set of equipment with a five-minute delay. There were no reports of patient harm.